Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The ventilator's nozzle units were found defective and were replaced to resolve the problem. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.